Event description:
The haptic bent while the lens was inserted into the patient's eye. The incision was enlarged to remove and replace the lens. Suture was needed to close the wound.

Manufacturer narrative:
See MDR 1920664-2009-00336 for the intraocular lens used with this delivery device.